Event description:
It was reported that during a da vinci s surgical procedure, a piece of the fenestrated bipolar forceps instrument broke off and fell into the pt. The broken piece was retrieved, and the planned surgical procedure was successfully completed. There was no pt harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint the yaw pulley is missing a .159" x .060" piece opposite to the conductor break. The missing piece allows the grip to move within the pulley and have a larger range of motion in yaw. One conductor wire is broken at the yaw pulley exit. The instrument does no exhibit any signs of arcing. The instrument failed electrical continuity testing. No other damage was found.